Manufacturer narrative:
This report is being supplemented to provide additional information based on investigation. Additionally, please refer to section h4 (device manufacturing date) for updates/correction. The manufacturing date is being updated from 10/28/2022 to 11/07/2022. The correct manufacturing date is 11/07/2022. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The complaint was not confirmed due to no device return. Cause cannot be established due to no findings available. The specific root cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.